Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: the black box showed multiple unexplained pump reboot events were recorded on (B)(6) 2015. The returned battery cap threads and coin slot were found to be damaged/stripped and the cap was unable to be secured to the pump; therefore, intermittent power was duplicated. A test battery cap was not able to be fully secured to the pump, but secured well enough to test pump. The test battery cap was unscrewed half a turn and the pump rebooted. The battery compartment threads were found to be stripped and the compartment was cracked with moisture corrosion observed inside and on the underside of the battery cap. A leak test was performed and no leaks were found. The pump case was removed and no further evidence of moisture corrosion was found inside the pump and no intermittent conditions were found on the power circuit. The 24 hour duration test was unable to be completed due to moisture corrosion.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.